Event description:
The pt received the scs system on 09/23/2009. It was reported that the pt has lost stimulation and the pt's charging system is unable to locate the scs ipg. Pt has gained approx 50 lbs. A new charging system has been sent to the pt for replacement. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.